Event description:
It was reported that the system failure error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. Pump powers up with a different serial number which does not match bottom case and paperwork, customer has their own non conforming top case and logo label installed on the pump. Primary audible alarm background test was found in the event history log. The technician was unable to duplicate the primary audible alarm background error at occlusion test. The root cause of the reported issue was found to be corrosion and rust on speaker wires, that might be the cause of the intermittent of the error. Replaced speaker for preventive measure. Performed power up process and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.